Manufacturer narrative:
Device manufacturer date is june 2016. The catalys system was examined and tested at the customer location by an amo field service specialist (fss). The fss was not able to duplicate issue reported but was able to confirm issue by reviewing error log. The fss observed eight (8) laser treatments with no issues. The fss performed a field service checklist. The system was verified for all modes of operations and calibrations. The system met amo specifications. Amo¿s investigation subsequently identified that the catalys system may have a remote potential event where loss of suction during laser firing could create a hazardous situation that may result in scoring of the posterior corneal surface. Therefore amo has issued an advisory notice to reinforce instructions provided in product training and in the operator¿s manual regarding suction loss during a procedure. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported suction loss while the laser was firing during the fragmentation of the lens with the catalys system. The surgeon indicated the laser treatment was aborted due to possibly a fluid loss type error but was unsure. The patient was not moving and the procedure appeared to be progressing normally until vacuum loss and he heard the balance salt solution (bss) being sucked into the fluid catchment. The procedure was completed in the operating room (or) without incident. No patient injury was reported as a result of the event. This is 1 of 3 reports.

Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. The review of the device history record (DHR) for catalys system showed that there were no issues or non-conformities. Manufacturing has been ruled out as a potential cause for the reported issue. No conclusive evidence identified for reported issue. The system was working within amo specifications. All pertinent information available to abbott medical optics has been submitted.